Event description:
According to the hospital's medwatch report, the pt was extremely ill, frail and weakened with compromised skin integrity on admission. The pt had multiple decubitus ulcers from head to toe, ranging from stage I to stage iii and third spacing with pitted edema of the extremities. She was taken to the or for an exploratory laparotomy for a small bowel obstruction. As electrical cauterization was required, a ground pad was needed. The pt was assessed for the most suitable site for placement. The circulating nurse determined the right thigh was the most appropriate site. Upon completion of the procedure, the surgical scrub technician removed the grounding pad and noticed that a layer of skin had been avulsed. The following day, repair of the avulsion was performed by plastic surgery. A review of the packaging, found it does not include directions for safe placement or removal.

Manufacturer narrative:
Date of initial report: 08/14/2009. The site has indicated no sample is available. The adhesive used on the borders is a medical grade acrylic adhesive specifically designed for the mounting of medical devices on the skin for extended periods of time. Reactions to the border material have been known to randomly occur with no discernible cause. Various factors may affect the way any adhesive reacts with the skin. These include the pt's skin condition, preparation of the application site, location of the pad, and the pad removal technique. The IFU contains specific instructions on selection, preparation, application and removal of the pad from the pt. A copy of the IFU and two online articles, from our clinical hotline at our website, were sent to the hospital's risk manager.